Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient faced 9 tubing detachment from connector infusion set. Infusion set was in use for few hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 9.